Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this lead displayed high out of range pace impedance measurements. Most recently the values were within range and no noise was stored or seen with isometrics. Technical services (ts) discussed options for troubleshooting and or monitoring. No adverse patient effects were reported. This right ventricular (rv) lead remains implanted.